Manufacturer narrative:
An event of "a severe leak" was reported. A more comprehensive assessment could not be performed as a valve-in-valve procedure was performed and the device was not accessible for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported on (B)(6) 2021, a 29mm portico, tavi was implanted without any complications. One or 2 days post implant the patient was in poor condition due to a severe leak. A valve in valve was performed and a non-abbott valve was implanted. The patient was reported to be in stable condition. Additional information was requested and is pending.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.